Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a methylene blue dose was administered in a bolus (240 mg bolus = 24ml) by anesthesia in order to treat profound hypotension that was not reversed with multiple doses of phenylephrine. Anesthesia bolused the pt without knowledge of the perfusionist or other surgical team members. The bolus resulted in poor oxygenation due to an acute incidence of methemoglobinemia. Methylene blue is a very acidic drug, and the bolus also decreased the ph of the arterial blood to measured levels of 7.24 and a base excess of -8.4. This severe metabolic acidosis was treated with 150 meq of sodium bicarbonate. The pt became more stable, and the surgical team was able to complete the valve replacement procedure. It was noted that the cdi 500 system ph lagged behind the external blood gas analyzer after the sodium bicarbonate was administered and the acidosis was treated. The blood gas analyzer measured arterial ph was 7.23, whereas the cdi displayed 7.10. The pt was transferred to cardiac ICU, where he remained on maximal support for 3 days. Neurologically, he never awoke and was diagnosed with a large subdural hematoma. The family asked to withdraw support and the pt expired quickly. The user affirmed that the cdi 500 shunt sensor inaccuracy had no relevance to the pt¿s poor condition.

Manufacturer narrative:
Eval in progress, but not yet concluded.